Manufacturer narrative:
The 5x18 palmaz blue/aviator renal artery stent balloon migrated and failed to reach the lesion. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile unit of palmaz blue/aviator plus 5x18/142cm peripheral stent delivery system was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated without the stent mounted. In addition, the balloon protector was returned. The stent was returned for analysis. No damages or anomalies were observed on the returned unit. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. In addition, the stent does not present any anomaly. A product history record (phr) review of lot 82214961 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent migration¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the very limited information available for review, vessel characteristics (although unknown) or procedural/handling factors may have contributed to the event as evidenced by stent strut marks noted on the outer surface during analysis indicative of correct stent crimping. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 5x18 palmaz blue/aviator renal artery stent balloon migrated and failed to reach the lesion. There was no reported injury to the patient. The device was returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6. A review of the manufacturing documentation associated with lot 82214961 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x18 palmaz blue/aviator renal artery stent balloon migrated and failed to reach the lesion. There was no reported injury to the patient. The device was returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x18 palmaz blue/aviator renal artery stent balloon migrated and failed to reach the lesion. There was no reported injury to the patient. The device will be returned for evaluation.